Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final bag had become disconnected during priming on a homechoice (hc) machine. The technical service representatve (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. During follow up with the hp, the hp stated that there was an issue with the luer of the disposable set. The hp stated that it did not screw on as far as it normally does but they tightened it as much as they could. The hp stated there were no issues noted with the bag. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.